Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This report was mailed to the FDA on: 11/21/2007. Additional info was requested 10/25/2007 and 10/29/2007 by phone, fax and mail. A completed questionnaire has not been returned.

Event description:
A user facility reports that following bilateral intraocular lens (iol) implant surgery, a patient is not happy with the results. Additional info, including patient status, has been requested. These are two mdrs associated with this event: MDR # 1119421-2007-00498.